Event description:
Customer stated that the pump doesn't stop running when the bag is empty. There are no rate, dosage, and pt impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). Volumetric accuracy tests were performed and pump passed the tests. All alarms have been checked and work properly. Complaint could not be duplicated.